Event description:
Related manufacturer reference number 1627487-2022-02366. It was reported that both leads had migrated out of the epidural space after a fall. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy w restored post operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.